Event description:
The medical technologist attempted arteriotomy closure with the closer tsl6 fr device. The device was inserted and the needles deployed. The plunger was pulled back and the needles were cut from the suture. One suture limb was stationary and could not be pulled. The other suture limb was free. The free suture limb was pulled out until the entire suture stand was removed from the device. The foot was parked and the technologist attempted to remove the device but it could not be removed. The pt was taken to surgery for device removal and closure of the arteriotomy. Surgery was successful and the pt recovered without further incident. Reports from the field indicate a band of tissue was found hugging the guide.